Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 - compensated method for serum and plasma on a cobas integra 400 plus. The sample initially resulted in a creatinine value of 0.6 mg/dl and this value was reported outside of the laboratory to the clinician. The sample was repeated, resulting in a value of 1.75 mg/dl. The reagent lot number was 647264. The reagent expiration date was requested, but not provided.